Event description:
During the course of troubleshooting with adc customer service, it was discovered that her locked meter is now unlocked. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.